Manufacturer narrative:
The device met normal longevity. The device is no longer reportable.

Event description:
It was reported the ipg met or exceeded 75% expected longevity. There is no device malfunction.

Manufacturer narrative:
The reported event of ipg end of life (eol) was confirmed. The ipg battery voltage was below the elective replacement indicator (eri) voltage threshold and the ipg had declared end of service (eos). An estimate of longevity determined that the ipg had normal battery depletion and reached its normal end of life (eol).

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient's ipg had reached end of life. It is unknown if this occurred prematurely. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.